Event description:
New information received noted that the pacemaker was explanted on 16 oct 2024. Patient condition was unknown.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Correction: no patient issues were noted during the explant procedure.